Event description:
A baby's father was changing the linen in the crib. He tucked the baby blanket down under the sides of the mattress pad. A jagged piece of plastic rammed down under his nail of his middle finger. When the mattress pad was removed, there was a large corner of the plastic basket to the bassinet that broken out with jagged edges protruding up.